Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm that recurred after completing previous troubleshooting. The customer was watching television when they received hardware low level failure alarm (pump error 63). Customer was not able to clear the alarm. Blood glucose was 304 mg/dl and has been treating with bolus but barely coming down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. However, pump error 63 alarm confirmed in the device history due to software error.